Manufacturer narrative:
Patient information was unavailable from the site. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation procedure, the cooling catheter system (ccs) failed upon opening and could not be used. A second kit was opened and the site continued with the procedure. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The catheter was returned to the manufacturer for evaluation. It was noted that one of the tubes was bent and kinked in two placed. There was a burn mark noted near the tip of the cooling catheter. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.